Event description:
Same event as MFR report#: 2134265-2009-01221. It was reported that during a rotablation and stenting procedure, a wire break occurred. The 70% stenosed lesion being treated was located in the moderate to severely calcified moderately tortuous circumflex artery. During advancement of the rotablator burr to the lesion at 180,000 rpms, the floppy rtw guide wire came back and came in contact with the rotating burr. The guide wire fragment was then advanced down the vessel with the stent delivery system, and the fragment was occurred in place with two stents at the lesion location. The pt had no complications, and pt status was reported as 'well'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.